Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to deploy or stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the graftmaster stents were used to treat a long perforation that occurred in the right coronary artery. Two graftmaster stents were planned to treat the long perforation. The 2.0x19 mm graftmaster stent was deployed first, after which the first 2.80x16 mm graftmaster stent was advanced next to the 2.0x19 mm stent. The balloon was inflated to 14 atmospheres at which time it was thought that the stent was deployed successfully; however, upon retraction of the stent delivery system post deployment, the stent was noted to be still on the balloon, at which time it dislodged and floated down into the profunda where it remains. There was no difficulty during the deployment of the stent and no resistance felt during retraction of the stent delivery system. A second 2.80x16 mm graftmaster stent was advanced and deployed successfully to completely seal the perforation. The patient is reported to be well. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Correction: the first graftmaster deployed in the long perforation was a 2.80x19 mm graftmaster stent, not a 2.0x19 mm graftmaster stent as previously reported.